Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: promus element mr, ous, 2.75x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe damage to the proximal struts; bunched and overlapping within 4mm from the distal end of the proximal markerband. The distal stent rows 1-13 were open which suggests that positive pressure was applied at some stage during the procedure. The undamaged stent od (outer diameter) of the returned device was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon folds were tightly wrapped and evenly folded however the balloon folds on the distal end were subjected to positive pressure as the stent struts on rows 1-13 had opened. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-may-2017.   It was reported that crossing difficulties were encountered.    Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.75x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.